Manufacturer narrative:
The customer reported that a burning smell was coming from within the central nurse's station (cns) and it will not power back on. The unit was cleaned and evaluated. The reported problem of not powering up was duplicated. All malfunctioning parts were replaced. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 48 hours of extended testing and operates to manufacturer's specifications. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that a burning smell was coming from within the central nurse's station (cns) and it will not power back on.